Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B76538 , b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("other injury(ies) or complication please describe: back pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, headache, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostia- one to two coils were appreciated a the ostia. Left tubal ostia-two to three coils were appreciated at the ostia. 2 lot numbers: b76530 production date 2013-10-04 expiration date 2016-10-31. B76538 production date 2013-10-10 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. B76538 , b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("other injury(ies) or complication please describe: back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, headache, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostia- one to two coils were appreciated a the ostia. Left tubal ostia-two to three coils were appreciated at the ostia. 2 lot numbers: b76530, production date 2013-10-04, expiration date 2016-10-31. B76538, production date 2013-10-10, expiration date 2016-10-31. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event : abdominal pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. B76538 , b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud from 2010 to (B)(6) 2013. Concurrent conditions included dizziness and depression. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), headache ("headaches"), back pain ("other injury(ies) or complication please describe: back pain/ lower back pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, headache, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, back pain, abdominal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostia- one to two coils were appreciated a the ostia. Left tubal ostia-two to three coils were appreciated at the ostia. Current weight 173 lbs discrepancy - removal date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84.807 kgs. 2 lot numbers: b76530 production date, 2013-10-04, expiration date 2016-10-31. B76538 production date, 2013-10-10, expiration date 2016-10-31. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: plaintiff fact sheet was received. Event added from pfs- stomach pain. Reporter information, medical history, concomitant drug, historical drug were added. On 24-feb-2020: no new clinical information was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B76538/b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("other injury(ies) or complication please describe: back pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, headache, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostia- one to two coils were appreciated a the ostia. Left tubal ostia-two to three coils were appreciated at the ostia. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received, new reporter, patient relevant information lab date, patient demographic information ,essure indication ,start date , lot number ,concomitant and event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), pain, other injury(ies) or complication please describe: back pain were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. B76538 , b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud from 2010 to (B)(6) 2013. Concurrent conditions included dizziness and depression. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), headache ("headaches"), back pain ("other injury(ies) or complication please describe: back pain/ lower back pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, headache, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, back pain, abdominal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostia- one to two coils were appreciated a the ostia. Left tubal ostia-two to three coils were appreciated at the ostia. Current weight 173 lbs. Discrepancy - removal date-(B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84.807 kgs. 2 lot numbers: b76530, production date: 2013-10-04, expiration date: 2016-10-31. B76538 production date: 2013-10-10, expiration date: 2016-10-31. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, headaches, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain lower, headache and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.